Event description:
During the spinal facet denervation procedure, the generator suddenly shut down and was unable to reset or restart. The procedure was abandoned. There were no adverse consequences to the patient.

Manufacturer narrative:
The nt generator was connected to an external power source and the generator powered on successfully. The problem mentioned in the event description was able to be confirmed after several days under test. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue was isolated to abnormal functionality of the power supply unit, radio frequency control board, stimulator board and the upper assembly. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.